Manufacturer narrative:
(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that an alarm will sound for few seconds during operation and then the device will stop. When the alarm occurs it shows "operating." Event occurred during infusion. There was known patient involvement, and no patient harm reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result of checking the event history log, it confirmed that there was a record of the pump alarming. Functional testing was performed, and a possible defective downstream occlusion (dso), upstream occlusion (uso) sensor or cassette product was found to be the cause of the issue. The customer's problem was replicated. The dso and uso sensors were replaced to fix the issue.